Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e2, e3, and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the green image was due to a defective cable unit or defective charged coupled device unit . The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported an image issue. Colored image was observed "purple image, greenish tint on the screen" when it was plugged in. The issue found at preparation for use. There was no patient involvement on this reported issue. No harm was reported, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue was confirmed. Image check inspection performed and green image was observed. Distal fibers inspection found fiber breakage. Dents on edge of the objective frame was noted. In addition, evaluation found crack video connector (crack on side), the cable has minor scraping. Fog free inspection check was performed noted that the version is version 7 needs to be activated to version 8. Fog free function inspection needs to be upgraded as it was below the standard. Investigation is ongoing. This report will be supplemented accordingly following investigation.